Event description:
It was reported that the user experienced hyperglycemia with blood glucose around 250 mg/dl for several hours while using the ilet, despite the system dosing insulin and no observed infusion set issues. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no hospitalization, no medical intervention, no need for assistance, and no back-up therapy use. Investigation included review of device-reported dosing and user counseling on monitoring and follow-up. Investigation of this case revealed no device malfunctions or component issues and no alerts were reported, with glucose returning to range thereafter. It was concluded, based on previously established findings for similar reports, that the cause was unclear and non-device related.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.